Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6). Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: visual examination of the returned device revealed no visual damage and the cutting wire was is good conditions. The complaint was not consistent with the reported event of cutting wire broke. After analysis, it was determined that the device did not present any visual issue and it worked as intended. Returned device review includes visual evaluations, which showed no evidence of either the alleged issue or any defect that could have contributed to the reported event, consequently not confirming the reported complaint, since the device was found within specifications. All compiled information on this investigation determines that the most probable cause is 'no problem detected, since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, after the device was cannulated into the intended site, the nurse bowed the device; however, it did not bow. It was confirmed that the cutting wire broke which caused the failure of the device to bow. Reportedly, no part of the device was detached inside the patient. The procedure was completed with a second autotome rx 44, using the same generator and active cord. There were no patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, after the device was cannulated into the intended site, the nurse bowed the device; however, it did not bow. It was confirmed that the cutting wire broke which caused the failure of the device to bow. Reportedly, no part of the device was detached inside the patient. The procedure was completed with a second autotome rx 44, using the same generator and active cord. There were no patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be stable.